Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to very high left ventricular (lv) lead threshold. The device was replaced and the lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 5076 implantable pacing lead: (B)(6) 2007. 4194 implantable pacing lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.